Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B002259(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cesarean section (breech twins at 36 weeks) in 2006, gravida ii, parity 2 (((B)(6) 2006 and (B)(6) 2006)), pre-eclampsia, vaginal odor, vaginal discharge, amenorrhea, bacterial vaginosis, head pain, asthma (as child, albuterol as needed), chlamydia trachomatis infection, heart rate low and trichomoniasis (at teenager). She denied any complications or problems that occurred at the time of her essure placement procedure. Concurrent conditions included seasonal allergy since (B)(6) 2013, morbid obesity, smoker (0.50 packs/day for 16 years), anxiety, condom and house dust mite allergy. Family history included asthma (father,son), cancer (paternal grandfather), heart disease, unspecified (mother), hypertension (father, maternal grandmother, mother, paternal grandmother), lipid metabolism disorder (father), heart disorder (mother,) and stroke (mother). Concomitant products included ibuprofen (ibuprofen al) from (B)(6) 2014 to (B)(6) 2014, ibuprofen since (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain (comes on suddenly and can last all day, even with pain pills; sharp, stabbing like strong contractions)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with physical therapy, otc medication, surgery (to remove essure), medication and pain medication. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased and hormone level abnormal outcome was unknown and the dyspareunia, abdominal pain and vaginal discharge had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. Reason for removal was she would like to get it removed as soon as possible. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. On (B)(6) 2016, us pelvic with transvaginal : uterus: the uterus is homogeneous in echotexture and normal in size measuring 10.8 x 4.2 x 5.4 cm. The endometrial stripe measures 7 mm, which is within normal limits. No focal myometrial lesions. Ovaries: the right ovary is not visualized on this study. The left ovary measures 2.1 x 1.9x2.6cm. No adnexal masses are identified. Ovarian doppler findings: doppler ultrasound demonstrates arterial and venous flow in the left ovary. Urinary bladder: limited imaging of the urinary bladder demonstrates no abnormality. There is no free fluid in the pelvic cul-de-sac. Current weight: 248 lbs. Approximate weight at the time of essure placement: 258 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B002259(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cesarean section (breech twins at 36 weeks) in 2006, gravida ii, parity 2 (((B)(6))), pre-eclampsia, vaginal odor, vaginal discharge, amenorrhea, bacterial vaginosis, head pain, asthma (as child, albuterol as needed), chlamydia trachomatis infection, heart rate low and trichomoniasis (at teenager). She denied any complications or problems that occurred at the time of her essure placement procedure. Concurrent conditions included seasonal allergy since (B)(6) 2013, morbid obesity, smoker (0.50 packs/day for 16 years), anxiety, condom and house dust mite allergy. Family history included asthma (father,son), cancer (paternal grandfather), heart disease, unspecified (mother), hypertension (father, maternal grandmother, mother, paternal grandmother), lipid metabolism disorder (father), heart disorder (mother,) and stroke (mother). Concomitant products included ibuprofen (ibuprofen al) from (B)(6) 2014 to (B)(6) 2014, ibuprofen since (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced abdominal pain ("abdominal pain (comes on suddenly and can last all day, even with pain pills; sharp, stabbing like strong contractions)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with physical therapy, otc medication, surgery (to remove essure), medication and pain medication. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased and hormone level abnormal outcome was unknown and the dyspareunia, abdominal pain and vaginal discharge had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. Reason for removal was she would like to get it removed as soon as possible. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. On (B)(6) 2016, us pelvic with transvaginal : uterus: the uterus is homogeneous in echotexture and normal in size measuring 10.8 x 4.2 x 5.4 cm. The endometrial stripe measures 7 mm, which is within normal limits. No focal myometrial lesions. Ovaries: the right ovary is not visualized on this study. The left ovary measures 2.1 x 1.9x2.6cm. No adnexal masses are identified. Ovarian doppler findings: doppler ultrasound demonstrates arterial and venous flow in the left ovary. Urinary bladder: limited imaging of the urinary bladder demonstrates no abnormality. There is no free fluid in the pelvic cul-de-sac current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: essure removal details updated. Case became incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.